Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that he bought replacement casters for the device and the back of them is locking into place, but not the front push buttons.